Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 140005: (B)(4) items manufactured and released on 17 march 2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery planned due to stem loosening.

Manufacturer narrative:
Additional information received from the initial reporter on 23 november 2016 and includes: reason for revision was confirmed as loosening and pain. The revision surgery was successfully completed on (B)(6) 2016, stem, head and inlay were explanted. The patient was female, active, middle weight. On 05 december 2016 the medical affairs (B)(4) performed a clinical evaluation and commented as follows: progressive femoral loosening in cementless tha at 2,5 years. No indication as to the reason for the loosening can be gathered from the available information, which is limited to the plain x-rays. The stem looks correctly implanted, but the bone looks impoverished both on the femoral and acetabular side, although still at an initial level. No conclusion can be drawn, unfortunately.